Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The guidewire assembly was also received. The extension tubing had been torn and detached from the sideport of the hemostasis body. The condition of the torn extension tubing is consistent with forcible contact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the extension tubing damage remains unknown as the sterile packaging was opened prior to being received at the product performance engineering lab.

Event description:
When opening the package, the three-way stopcock was noted to be separated from the sheath. There was no patient involved and the sheath was replaced for the procedure.